Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was noted that there was no evidence of a lead issue and electromagnetic interference was the suspected cause. Reprogramming occurred and the ICD remains in use. No patient complications have been reported as a result of this event.